Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient was admitted to hospital with ketoacidosis due to pump not showing an e4 (occlusion) error message. Caller stated patient experienced elevated blood glucose level of 29 mmol/l; treatment received was not provided. Requested return of the alleged device and replacement was sent.